Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please clarify if the device was stuck on tissue during the procedure? If yes, how was the device removed from tissue? You have stated the following with regard to the patient "his condition is not serious (moderate/minor)." Was there any patient consequence as a result of the event that occurred with the device? If yes, please provide further detail of the patient consequence. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis; first picture shows a device with one cartridge loaded, and the battery can be seen aside. From the second to the ninth pictures shows a white cartridge with damage on the cartridge deck. Pictures tenth and eleventh shows a white cartridge, on a bottom view the one piece sled can be seen at the end side of the cartridge as if it was fully fired. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported by the sales rep that during a laparoscopic hepatectomy the deployed staples at the middle of the glisson's capsule were not completed and formed in lumbricoid shape. The operation picture was checked and the staples at the distal and the proximal end were formed properly. Entire length of the cut ends of glisson were hand sutured with prolene. His condition is not serious (moderate/minor.)

Manufacturer narrative:
(B)(4). Batch number :p5765r. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: you have stated the following with regard to the device - "when the sales rep received the device, the jaws were closed and did not open, so the knife reverse switch was used to release the jaws." Can you please clarify if the device was stuck on tissue during the procedure? If yes, how was the device removed from tissue? => the jaws were opened by the release button after the knife reverse switch was used to return the knife. You have stated the following with regard to the patient "his condition is not serious (moderate/minor)." Was there any patient consequence as a result of the event that occurred with the device? No.